Manufacturer narrative:
Device evaluation summary: the reported device was not returned to the apollo device analysis laboratory; however, a fill tube with the sheath present was returned on 09/oct/2019. The sheath was present on the fill tube, and was noted to be covering the fill tube tip. Evaluation could not be conducted due to the balloon not being returned for testing.

Manufacturer narrative:
The device will not be returned to apollo. Therefore no analysis or testing has been done. A review of the device labeling addresses the reported event as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 12 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the orbera365¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications- possible complications of the use of the orbera365¿ system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera365 intragastric balloon "had a migrated balloon into their bowel." The device was removed.